Manufacturer narrative:
D6b: added explant date.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right direct surgical approach in a 60-year-old male patient presenting with postcardiotomy cardiogenic shock (pccs), with a history of known coronary artery disease and renal insufficiency. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. The patient received multiple blood products in the operating room and in the ICU for intra- and post-operative bleeding, which may be due to or attributed to factors unrelated to impella support. The patient remained on support. The major bleed may be due to intra- and post-operative bleeding unrelated to impella, as well as access-site complications and the anticoagulation and purge requirements associated with impella support.

Manufacturer narrative:
This is one of two related reports. This report represents the second impella 5.5 pump used and another report will be submitted to represent the first impella 5.5 pump used. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Correceted data d4 serial number updated/corrected. Ppae (major bleed) : the cause of the injury was not determined due to insufficient clinical details.